Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 20, 2024, during inspection of some multiloc humeral nail instruments, it was determined that the insertion handle and the aiming arm, which are two components that are designed to connect securely to each other when in use, would only connect correctly when the aiming arm was connected to the right side of the insertion handle, not the left side. This was identified as a potential problem issue if used in surgery for a left arm, and thus these 2 items were deemed to be no longer functional. There was no patient consequence. This report involves one insertion handle for multiloc humeral nailing system. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4 lot number added. D9 device returned to manufacturer. H4 device manufacture date added. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the hole of the left side has damage and wear to the edges due to use, making it difficult to the mating device's posts to assemble. Therefore, a functional test was performed between aim-arm ant f/multiloc hum nail syst and insert-handle f/multiloc hum nail syst, where connecting the assembly on the right side of the device showed no issues, and the assembly was appropriate. Then, an attempt was made to assemble on the left side, and it was difficult for both devices to fit together. Therefore, the reported condition could be replicated. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the insert-handle f/multiloc hum nail syst would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR). Part# 03.019.006. Lot # l924432. Manufacturing site: werk hägendorf. Supplier; na. Release to warehouse date: 25 oct 2018. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Corrected data: d4 primary UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported it was unknown when the device malfunction occurred.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b5 corrected data b3: there is no exact event date; the malfunctions were discovered during inspection. It is unknown when they occurred. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.